Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 210 mg/dl and 55 mg/dl. Customer felt sweaty and weak at the time of the readings. Customer drank orange juice and felt better. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.